Manufacturer narrative:
The technician found the hydraulic valve inoperative. The technician replaced the hydraulic valve to resolve the issue.

Event description:
Technician alleged that the head of the bed will not go up. No patient impact.